Event description:
The or staff reported they were experiencing difficulty advancing the fos iab through the super arrow flex sheath. As a result, three iabs were discarded until the fourth iab was inserted using a teflon sheath. There were no patient complications.

Manufacturer narrative:
At this time, the user facility has not identified the product name, catalog number or serial number. A follow-up report will be filed if more information becomes available.